Manufacturer narrative:
H6: medical device problem code 2017- failure to follow steps / instructions. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion is listed in the perclose proglide instructions for use, (IFU) as a known adverse event associated with use of suture mediated closure devices and is a known inherent risk of the procedure. Reportedly, the pre-close technique was not performed. It should be noted that the perclose proglide instructions for use, states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required a conclusive cause for the reported patient effect of swelling and the relationship to the product, if any, cannot be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1: product problem was inadvertently selected on the initial report despite being coded 2993. H6: device code 2993 removed.

Event description:
Subsequent to the initial medwatch report, the following clarification was received: it was reported that venotomy closure of the right common femoral vein was successfully performed using proglides after an ablation procedure using 8fr and 8.5fr sheaths. Reportedly, the patient returned 14 days post procedure, with swelling in their right leg. A puncture site angiogram was taken and indicated stenosis. Balloon dilatation was completed, and the patient is under observation. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date: na.

Event description:
It was reported that this was a venotomy closure of the common femoral vein using a proglide after an ablation procedure using an 8fr sheath. Reportedly, hemostasis was achieved with the proglide device; however, the patient returned with swelling of their legs. A puncture site angiogram was taken and indicated stenosis. Balloon dilatation was completed, and the patient is under observation. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the last medwatch report, additional information was received: upon deployment of the foot of the first proglide, the foot pulled up and lifted intima of the vessel back wall [tissue damage] resulting in the angiostenosis [occlusion]. The second proglide was used without complication. No additional information was provided.

Manufacturer narrative:
B3, d10: estimated date. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of occlusion and tissue damage (vascular injury) are listed in the proglide instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. It was reported that the sheath size was 8.5f with only one device used. It should be noted that the proglide IFU, states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, hemostasis was achieved. The reported patient effect of occlusion is a known inherent risk of the procedure. A conclusive cause for the reported patient effects of tissue injury, swelling and the relationship to the product, if any, cannot be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.